Manufacturer narrative:
None of the given treatments/medications that the customer was taking are currently known to interfere with the accuracy of the test results. A specific root cause for the event could not be determined. The product was not returned for investigation.

Event description:
The customer stated that while using the accuchek inform ii meter (serial number (B)(4)) a blood glucose result of 152 mg/dl was obtained on a patient at 6:13 am. The patient did not have any symptoms. He was given 3 units of humalog based off of his sliding scale. At 11:48 am, on the same meter, a blood glucose result of 36 mg/dl was obtained. The patient did not have any symptoms. A laboratory draw was done at the same time and within 30 minutes the result was reported out as a blood glucose of 146 mg/dl. At 11:50 am, the accuchek inform meter (serial number (B)(4)) was retrieved and the result was a blood glucose of 150 mg/dl. The patient did not have any symptoms. The patient was given 3 units of humalog. This insulin dose was based on the laboratory result and the result at 11:50 am on the meter with the serial number (B)(4). The nurse stated that she thought the result of 150 mg/dl was the accurate result. The patient was tested again at 4:00 pm using the accuchek inform with the serial number of (B)(4). The result at that time was 143 mg/dl and the patient was feeling okay. The reporter stated that all of the tests were done with the same vial of strips. There was no adverse event. The controls were run and passed on both meters within 24 hours. The suspect product was requested to be returned.